Event description:
During preventative maintenance of the device, the field service representative reported the right side door latch was broken. No other details regarding the nature of the event were provided. Since the even occurred during preventative maintenance of the device, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.